Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿tubing does not meet specification". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient had problems with this ostomy pouch drained into their bd overnight bedside drainage bag. Patient stated they woken up with their ostomy pouch nearly full and drainage bag with a small amount of urine in it. Patient said they had the tubing stretched out at night and slept with the bag at the foot of their bed. Representative confirmed no connection problems between pouch and bedside drainage bag. Reviewed bag positioning with patient and bag lower than bladder (or pouch), no tube kinks or looping and position near the foot of the bed if possible.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient had problems with this ostomy pouch drained into their bd overnight bedside drainage bag. Patient stated they woken up with their ostomy pouch nearly full and drainage bag with a small amount of urine in it. Patient said they had the tubing stretched out at night and slept with the bag at the foot of their bed. Representative confirmed no connection problems between pouch and bedside drainage bag. Reviewed bag positioning with patient and bag lower than bladder (or pouch), no tube kinks or looping and position near the foot of the bed if possible.